Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave was selected for use. The left atrium was accessed and the physician felt resistance while mapping. Blood pressure was noticed to be dropping, a pericardial effusion was found. A pericardiocentesis was performed and the patient was stabilized and sent to intensive care unit (ICU). The patient is expected to fully recover from the event. The device is not expected to return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. The information was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the pericardial effusion, hypotension, and cardiac tamponade are known inherent risks of use of this device. Device history record review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the events of pericardial effusion and cardiac tamponade are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on the information provided, the reported event of pericardial effusion, hypotension, and cardiac tamponade are known inherent risks of the faradrive device. Cardiac tamponade is considered within the risk threshold of cardiac trauma. Cardiac trauma, pericardial effusion, and hypotension are expected procedural complications addressed within the IFU for the faradrive sheath. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that a patient experienced hypotension and a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave was selected for use. The left atrium was accessed and the physician felt resistance while mapping. Blood pressure was noticed to be dropping, a pericardial effusion was found. A pericardiocentesis was performed and the patient was stabilized and sent to intensive care unit (ICU). The patient is expected to fully recover from the event. The device is not expected to return for analysis.